Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 406 mg/dl. The customer reported via phone call indicating that the insulin pump had motor displacement test failed. Customer's blood glucose at time of incident was unknown. The customer stated the motor slow down and number ramped up on the screen. The customer stated that she feels the issue was the bent cannula and the set she pulled out that did not stick well. The customer was advised to monitor the sets and pump.